Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that a positioning sensor unit (psu) was replaced to resolve the issue. The system then passed the system checkout and was found to be fully functional. The psu was returned to the manufacturer for analysis. Analysis found that the returned psu powered up without the amber fault light on but it came on shortly afterwards. A check of the logs showed an intermiitent low current. Psu failed accuracy test. Analysis found that the reported event was related to a electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation system during inspection. It was reported that the error led light on the positioning sensor unit (psu) was lightning. No issues with registration and navigation system. No patient present at the time of the issue.